Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a button error and a battery out limit alarm. The customer¿s blood glucose was 280 mg/dl at the time of incident. Customer¿s parent stated that the insulin pump alarmed button error and a battery out limit alarm and unable to clear the alarm. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. No battery out limit troubleshooting was performed. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump was received with act button unresponsive due to corroded keypad traces. No button error alarm noted. Unable to confirm battery out limit or perform the unexpected restart error test and displacement test due to button keypad anomaly. Pump passed stop current test. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched display window, stained end cap sticker and stained address/serial number label.